Event description:
It was reported that the emergency procedure was to treat a de novo lesion in the proximal right coronary artery (rca) that was totally occluded. On (B)(6) 2015, the patient presented with ventricular fibrillation which required cardiopulmonary resuscitation. An acute myocardial infarction of the posterior wall was diagnosed. Angiography revealed the rca to be totally occluded. Predilatation was performed with a 2.0 x 12 mm mini trek and a 3.0 x 28 mm xience pro x stent was implanted with good results. Flow was restored, but due to the patient's overall bad state of health the patient remained intubated. The patient was administered a dual antiplatelet therapy (dapt) of aspirin and efient. The patient remained in the hospital monitored by electrocardiogram (ECG). On (B)(6) 2015, a control angiography revealed a subacute stent thrombosis in the xience pro x stent implant in the rca. The thrombus was aspirated and the xience pro x stent implant was dilatated with a 3.0 x 20 mm trek balloon catheter. A 3.0 x 15 mm xience pro x stent was implanted inside the 3.0 x 28 mm xience pro x stent implant. The patient remained in intensive care due to his overall state of health; however, has since been discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Thrombosis is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us.